Event description:
The lens was removed, due to the fit in the pt's eye. The doctor determined there was a defect in the lens. The incision was enlarged to remove and replace with the same style lens, which fit fine.